Event description:
The reporter stated that the unit delivered an overinfusion. At 12:00, vancomycin was set to deliver 1.7 ml over 1 hour. At 3:15, the syringe was nearly empty. The pump stated that 1.5 ml had been delivered however, 2 ml had been infused. The customer reported that the unit possibly alarmed during this period and was reset. The tech tested the unit and found the unit to operate correctly. No pt injury or treatment was associated with this event. This issue was reported to medex medical by the medical devices agency and occurred at a hosp.